Event description:
The caller reported an issue with the t:slim x2 pump battery not charging. There was no adverse impact to the customer's blood glucose level. The resolution involved using a different charging supply, including a tandem wall adapter and a non-tandem charging cable, which enabled the pump to begin charging. Technical support informed the caller that using third-party charging supplies is not recommended unless for troubleshooting, and a replacement tandem charging cable was sent via two-day shipping.